Event description:
The customer contacted baxter's service center for troubleshooting assistance for a system error 2240 and system error 2367, which occurred on the homechoice (hc) during use. The home patient (hp) stated the supply bag became inadvertently disconnected from the disposable supply line during set up and fluid was pouring out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) and the home patient. The home patient (hp) did not provide any information regarding this incident. The rn stated they did not have any information regarding this incident. The rn stated there has been no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). The sample and the lot number was unavailable; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.